Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Device evaluation: visual analysis of the photographs identified device patch with lot (or catalog) number it is not possible to see the batch number and catalog of the device due to the quality of the photos opening (posterior side). Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and pain.

Event description:
Healthcare professional reported pain and rupture diagnosed by MRI. The device has been explanted. This record relates to the right side.